Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report intermittent connection issue that occurred on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.